Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during a stent graft deployment procedure in the left superficial femoral artery to treat a common iliac aneurysm, the stent reached the desired placement site and upon release, it got stuck and failed to deploy. The device was withdrawn and replaced with another device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: d4 (expiry date: 06/2021), g3 . H11: h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft deployment procedure in the left superficial femoral artery to treat a common iliac aneurysm, the stent reached the desired placement site and upon release, it got stuck and failed to deploy. The device was withdrawn and replaced with another device to complete the procedure. There was no reported patient injury.